Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as no product was returned. W/o a lot number the device history records could not be requested.

Event description:
During a foot procedure the surgeon was inserting a headless compression screw. Surgeon had to use considerable force to insert the drill bit through the wire. As surgeon was drilling: the drill bit hit the wire and the wire broke, leaving a piece of the wire in the bone. The surgeon was unable to retrieve the fragment of the wire. A small piece of wire remains in the pt. The procedure was completed with no further problem.